Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device will not be returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported in an FDA medwatch letter that during the performance of an ankle arthroscopy with repair of osteochondral defect, an arthrex (B)(4) microfracture awl tip (8mm in length) broke off inside a patient's ankle joint, requiring it to be surgically removed from the joint. No lot number was provided in the medwatch letter. Follow-up investigation: one additional 1 cm incision was made to remove the awl tip. The remainder of the procedure was completed as normal. There was no patient harm.